Manufacturer narrative:
(B)(4). Batch # t92e2e. Investigation summary: the device was received with the electrode and ceramic separated as one piece returned with the device and detached from the active rod. In addition, the jaw was not missing as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen. This is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the enseal device was found to be faulty. The bottom jaw of the device broke off from the enseal. Unknown if error messages received or if I-blade moved when jaws were opened or closed. The device did activate and originally worked as normal. There was no patient consequence and another device was opened.